Manufacturer narrative:
Corrected field: h10 narrative: duragen (unknown product ID) was not returned for evaluation and lot number information has not been provided after multiple attempts were made to gather more information; however, no response has been received at this moment. Based on the risk documents, a potential root cause for the reported condition could be that the duragen was not cut to the appropriate size (duragen cut too small), and it does not overlap the remaining dura at the margin. The product instruction for use (IFU) states the following under the instruction for use section: ¿duragen matrix, in the dry state, can be cut to the desired shape using aseptic technique. Duragen matrix must be large enough to overlap the remaining dura by a minimum of one (1) centimeter.¿ the product IFU also addresses possible complications during these types of procedures. For information purposes the following states are in the adverse event section: ¿adverse events: possible complications can occur with any neurosurgical procedure and include cerebrospinal fluid leaks, infections, delayed hemorrhage, and adhesion formation. In clinical evaluations involving 1096 patients, postoperative wound infection rates for duragen were reported at approximately the same rate as the control group. Postoperative cerebrospinal fluid leaks were reported in 3 of 67 patients who underwent intradural posterior fossa procedures. Macroscopic evaluation revealed minimal adhesion formation only when there was significant disruption of the pia-arachnoid. There were no reports of graft encapsulation, neomembrane formation or foreign body reactions, there were no reports of graft rejection at histology.¿ if additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
Duragen (unknown product ID) was not returned for evaluation and lot number information has not been provided after multiple attempts were made to gather more information. Therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed and a root cause determination is not possible. However, tthe product IFU addresses possible complications during these types of procedures. For information purposes the following states are in the adverse event section: ¿adverse events: possible complications can occur with any neurosurgical procedure and include cerebrospinal fluid leaks, infections, delayed hemorrhage, and adhesion formation. In clinical evaluations involving 1096 patients, postoperative wound infection rates for duragen were reported at approximately the same rate as the control group. Postoperative cerebrospinal fluid leaks were reported in 3 of 67 patients who underwent intradural posterior fossa procedures. Macroscopic evaluation revealed minimal adhesion formation only when there was significant disruption of the pia-arachnoid. There were no reports of graft encapsulation, neomembrane formation or foreign body reactions, there were no reports of graft rejection at histology.¿ if additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A complaint was received via integra facebook which indicates: csf leak repair. No additional information is yet available except that it involves a hospital in the united kingdom (UK).